Event description:
The customer reported that there was no power to the monitor stand. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a 3.15 amp fuse blown in the monitor base. He replaced the fuse. The system operates as intended.